Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips split off the device. No patient injury

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, d10, g4, g7, h2, h3, h6, h10, h11 corrected section: e3- occupation corrected the device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the harvesting device handle, jaws, and heater wire. Evidence of charred material was observed on the jaws. A microscopic inspection was conducted. The heater wire was observed to be flexed away from the hot jaw and was detached from the tip of the jaw. No defects on the clear silicone insulation were observed on the hot or cold jaws. Due to the bent state of the heater wire, no electrical testing was conducted. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000260438 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.